Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, ligation (the operation to close the loop) could not be performed, so a replacement was used. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/5/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please provide additional details about the alleged deficiency. - lot number? => unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? =>the device has been received at sukagawa and will be shipped. Please check rmao. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).=> yumi kato. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one open sample that pertain to product code ez10g. During the visual inspection of the returned sample, it was observed that the knot was observed positioned correctly and conforming according to the visual standard and the loop of the suture was semi-closed. However, the suture was not tacked to the cannula. Since the suture was detached from the plug of the score point this condition causes that the node does not slide. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.